Event description:
It was reported that when using the bd pyxis¿ anesthesia station es dor5 drawer 2.1 failed. The customer attempted to recover the drawer but was unsuccessful. The customer also stated that they powered off the station, unplugged the power cord, waited a few minutes, then reconnected the power and restarted the station. However, the drawer still could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived the station and confirmed that the drawer was already recovered. The fse tested all drawers and pockets a number of times and was not able to duplicate any issues. The system functioned as intended after the field service engineer verified the device.